Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one lf5637 device was received and evaluation of the returned device confirmed the reported condition. Visual inspection found no defects. The investigation found the jaws would only open a little bit. Engineering found the star washer inside of the body to be broken. This allowed the tube to pop up and the jaws would not open. Engineering could not determine how or why the star washer broke. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.